Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 74mm abdominal aortic aneurysm. The proximal neck diameter was 19-21mm with severe neck angulation noted. It was reported on CT angiogram performed prior to patient discharge 4 days later that a type ia endoleak was noted on the proximal greater curvature side. Intervention was performed 3 days later and the type ia endoleak was resolved successfully. Per the physician the cause of the event was anatomy related due to severely tortuous neck anatomy. No additional clinical sequelae were reported and the patient is fine.